Event description:
It was reported that the patient stopped charging their ipg since they wanted to switch their ipg to a new technology and the ipg became inoperable. As a result, surgical intervention took place on (B)(6) 2025, wherein patient's ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.